Manufacturer narrative:
On september 16, 2021, mentor became aware the patient did not experience a rupture on the left side. In addition, an updated date on implant and explant were provided. Relevant fields have been updated. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On september 30, 2021, mentor received additional information confirming the patient experienced a rupture on the left side. Relevant fields have been updated. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with two 450cc mentor memorygel breast implant and experienced bilateral ruptures and capsular contracture, baker grade unknown on the right side post-operatively. As a result, the patient underwent explantation on (B)(6) 2021. This report is for the left side device.